Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9346129. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that medication leaked from the bd intima-ii¿ closed IV catheter system heparin cap joint during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was operated to ward 3 on (B)(6) 2020. When the patient was transferred, it was found that there was exudation of drug fluid at the heparin cap joint of the indwelling needle on the back of the hand, which was immediately removed without skin necrosis. The indwelling needle was replaced and the patient was punctured again." "It was confirmed that adverse event was reported by a bone injury unit nurse, this indwelling needle can be normally infused without leakage fluid on the first day of indwelling, on the second day leakage fluid was found at the heparin cap interface from the postoperative infusion on the ward below the operating room, sample had been processed medically".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication leaked from the bd intima-ii" closed IV catheter system heparin cap joint during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was operated to ward 3 on (B)(6) 2020. When the patient was transferred, it was found that there was exudation of drug fluid at the heparin cap joint of the indwelling needle on the back of the hand, which was immediately removed without skin necrosis. The indwelling needle was replaced and the patient was punctured again." "It was confirmed that adverse event was reported by a bone injury unit nurse, this indwelling needle can be normally infused without leakage fluid on the first day of indwelling, on the second day leakage fluid was found at the heparin cap interface from the postoperative infusion on the ward below the operating room, sample had been processed medically".